Event description:
It was reported that stimulation was in the wrong location. It was noted that actions required as a result of the event included revision. It was noted that the lead was put back into original position. It was noted that x-rays were performed. It was noted that there were no patient symptoms or complications associated with this event. Additional information received reported that the patient was seen post op before he went home and had very good coverage. It was noted that nothing was explanted. Additional information received reported that there was loss of pain control. It was noted that there was lead migration. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that surgical intervention was required. It was noted that the event was related to the device or therapy and not related to the implant procedure. It was noted that symptoms were increased pain and stimulation to new areas of the body. It was noted that the severity was mild.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).